Event description:
Info received on 2002, indicates the pt's 700u+will be replaced "because it is no longer functioning properly". In 5/2003 info received indicates the pt continues to contemplate a revision surgery.